Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify external ram crc error, unexpected restart, displayable history crc check failed alarm due to blank display. The pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart, external ram crc error and displayable history crc error alarm. The customer's blood glucose value was 88 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was assisted with the self-test and it passed. The product was returned for analysis.